Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported defective button. Analysis found the external pulse generator (epg) did not turn on; battery found depleted. Analysis also found both bail covers were cracked and the attachment ring was bent. (B)(4).

Event description:
It was reported a button was defective. The external pulse generator (epg) was returned for service. There was no patient involvement indicated.